Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was not impacted for the past occlusion alarms; the current bg level was 322mg/dl due to the meal the customer had recently consumed and being unable to bolus due to the occlusion. For the past occlusion alarms, the customer would close the alarm and resume insulin delivery. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn against the customer's skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.